Event description:
Healthcare professional reported right side "discomfort", "breast deformity", "double capsule" and capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6) photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2, d4, d6b, h4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "discomfort", "breast deformity", "double capsule" and capsular contracture baker grade iii . Device was explanted.